Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain. The modular head and liner were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 8. Dislocation and subluxation due to inadequate fixation and improper positioning. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05086 and 06851).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain. The modular head and liner were removed and replaced. Additional information provided in patient medical records indicate left hip revision performed on (B)(6) 2013 was due to recurrent dislocation. The patient's operative report noted hypertrophic scar tissue. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.